Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient was admitted after a patient alert sounded. During follow up short interval counts and 3 non-sustained ventricular tachycardia (nsvt) episodes were observed. A lead fracture was suspected. The lead was abandoned/capped and replaced. No patient complications have been reported as a result of this event.